Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the first stay safe connector on the cycler set during fill 1 of pd treatment. The patient's contact initially called to report the patient was receiving drain complication encountered alarms multiple times during drain 1. They mentioned the fluid leak which began during fill 1 of treatment prior to the alarm. They contacted the on-call peritoneal dialysis registered nurse (pdrn) at that time and were instructed to disconnect from the first stay safe connector and reconnect to the 2nd stay safe connector. The patient was able to proceed with the fill phase at that point. The source of the leak is an unknown location on the stay safe connector. There was no fluid leak observed within the cycler. During the call the patient's contact was advised to re-setup supplies. They received the drain complication encountered alarm again during drain 0. The cycler moved to fill 1 and filled without issues. The patient was assisted with bypassing in to dwell 1. The patient¿s contact was advised to notify the peritoneal dialysis registered nurse (pdrn). It was requested that the sample be retained to schedule a return for physical evaluation. Upon follow up with the pdrn it was reported that the patient was seen since the date of the event and did not have an adverse events, symptoms, nor require medical intervention. The pdrn was unaware of the reported event and could not confirm if treatment was completed or if a sample was available. Additional information and sample availability were requested from the patient, however, to date no response has been received.